Manufacturer narrative:
This follow-up report is being submitted to relay additional information: the following sections were updated/corrected updated: d9; g3; h2; h3; h6. Visual evaluation of the returned product found the sterile packaging pouch has begun to tear at the pre-tear mark. The pouch seal has not been compromised. Sterility has not been compromised. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is caused to transport/ storage and device design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon further investigation, it has been determined that the packaging meets the acceptable criteria specifications and the sterility has not been breached. This event is no longer considered reportable. Therefore, the initial report should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that during the circulation of product it was identified the pouch was about to tear. No patient involvement was noted. Attempts have been made and additional information on the reported event is unavailable at this time.